Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and no issue were identified. Customer changed the pump supplies and resumed insulin delivery. Customer blood glucose was 248 mg/dl.